Manufacturer narrative:
Details of complaint: the customer reported that the led light on the central nurse's station (cns) was coming on, but the display was showing no video. The screen remained black as if it was turned off. No patient harm was reported. Investigation summary: the customer reported that the display was returned to nihon kohden, however records show that it has not been received. As such the root cause for the display failure could not be determined based on the available information. The service history for this device was reviewed, showing no history of display failure. Display failure does not impact functionality of the visual alarm indicator. As the cns is monitored by clinicians at the central location, a failure should be immediately detectable by staff and an appropriate solution could be arranged. There was no recurrence history for this device. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The customer reported that the led light on the central nurse's station (cns) was coming on, but the display was showing no video. No harm or injury was reported.

Manufacturer narrative:
The customer reported that the led light comes on their central nurse's station (cns), but it will not show any video. The screen remains black as if its turned off. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the led light comes on their central nurse's station (cns), but it will not show any video.